Manufacturer narrative:
No sample is available for the MFR to evaluate. A f/u report will be sent when investigation is completed.

Event description:
The event is reported as: complaint alleges: catheter has burst while in the pt's bladder. Pt current condition is unk. Additional info is requested.